Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user and after taking glucose tablets for a bg of 70 mg/dl, blood glucose (bg) was 382 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka). Contact and customer did not know the cause of the event. No issues were identified with the pump or pump supplies. All correction boluses were successfully delivered. There were no alerts or alarms that would have suspended insulin delivery. Customer was treated with an insulin drip. After meeting with a tandem clinical diabetes specialist, the customer changed the type of infusion set used. Reportedly, customer was discharged on (B)(6) 2018.